Manufacturer narrative:
(B)(4). It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, per report the 1-year follow up tte revealed an increased aortic valve gradient and it was decided to explant the xt valve due to concern of patient prosthesis mismatch. There was no allegation or indication of a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the implant patient registry (ipr), 17 months after a valve-in-valve procedure for a 23mm sapien xt valve in a surgical aortic valve, the valves were explanted and replaced with a 25mm surgical valve. According to the valve clinic coordinator, the notes on this patient indicate that the patient was observed to have an aortic valve gradient of 32 mmhg on the 1-year follow up visit tte. The patient was scheduled to undergo a 3-vessel CABG a few months later. The surgeon chose to explant the prosthetic valves as part of the open avr and 3 vessel CABG due to concern about a patient prosthesis mismatch.